Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an invalid altitude alarm. Upon follow up, the customer reported that the alarm was cleared and the pump was able to resume therapy. There was no known impact to the customer's blood glucose.